Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had damage including cracked housing and screen damage. Review of the device data log did not note any findings. Functional testing included use testing. The pump was powered on with a cassette attached and the pump ran with no issues; a "no disposable" alarm was unable to be duplicated. The pump's upstream occlusion sensor was re-calibrated as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for "no disposable." It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.